Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The voltage on ffb board was readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system stopped performing fluoroscopy, leaving the monitor black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.